Event description:
It was reported via voice message that a guide wire broke during a distal tibia fracture procedure. The reporter stated that the threaded guide wire was inserted and 4.0 mm cannulated screw set. As the surgeon was drilling with the 2.7 cannulated drill bit for the guide wire, the guide wire broke. The surgeon could not remove the guide wire. There was a 15 minute delay while the surgeon was trying to get it removed. The surgeon could not successfully remove the guide wire, and it was left in the patient. The surgeon completed the procedure by inserting another guide wire with another cannulated screw. The procedure was successfully completed with no patient injury reported. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier provided: (B)(6). Htn. Device is an instrument and not implanted/ explanted. The investigation could not be completed and no conclusion could be drawn, as no product was received. A review of the device history record has been performed. Placeholder.